Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance measurements that were gradually rising eventually reaching greater than 200 ohms, which was out of range. Technical services (ts) suggested a command shock for further evaluation. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance measurements that were gradually rising eventually reaching greater than 200 ohms, which was out of range. Technical services (ts) suggested a command shock for further evaluation. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was surgically abandoned during scheduled generator change out procedure. Another rv lead was successfully placed. No additional adverse patient effects were reported.